Event description:
During left knee arthroscopy the arthroscopic back biter broke while in the knee. Retrieved a metal sliver attached to a meniscus piece and irrigated knee. Add'l x-ray required to evaluate presence of any further remaining pieces.